Manufacturer narrative:
Conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation in to this claim included a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between a cook biotech incorporated manufactured product's performance and the alleged injury remain unknown. A root cause of the allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by the attorney. If/when additional information is obtained, a follow up MDR will be filed.

Event description:
The patient was reportedly implanted with an unspecified manufacturer's pelvic mesh product(s). The patient and her attorney have alleged that as a result of this/these product(s) being implanted in the patient, the patient has experienced pain, injury, and undergone medical treatment. The following information was not provided by the complainant: specific information of the alleged injury, specific information regarding whether intervention was performed, specific information regarding why intervention was performed or what type/to what extent intervention was performed, specific correlation between device performance and alleged injury, current patient status.